Manufacturer narrative:
(B) (4): physio-control recommended the replacement of the device's system pcb and a capacitor, designator c1. Physio-control also provided customer with the part number and price for the device's service manual. The device was not returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device will not charge. It was also indicated that the unit was not charging the batteries. There were no reports of patient use associated with the reported failure.